Event description:
The patient's medication was ordered, which was fentanyl pca 1500 mcg/30ml: 25 mcg per request q5 minutes, 600 mcg/4 hour lockout. The incorrect concentration was programmed into the pump. The syringe was filled with fentanyl at a concentration of 50 mcg/ml, however the pump was programmed for a concentration of 25 mcg/ml. The patient received twice as much drug as prescribed. He had excellent pain control and was feeling fine (he is opiate-tolerant). In review of the pump history, it was noted that the pump settings were checked and verified at the incorrect (25 mcg/ml) concentration five different times in the previous 24 hours. This is a high alert medication, and the two nurse safety check on the programming was not performed. This syringe comes in an empty vial, which requires nursing to program the pump with the dose concentration. The pharmacy does not have the technology in place to print barcodes for empty vials that are filled. Additionally, this product is not available commercially in pre-coded vial that will fit in the hospira pump.